Event description:
The manufacturer representative reported the patient was admitted to the hospital with altered mental status possibly due to baclofen withdrawal. Interrogation of the pump confirmed that it had not been refilled at the proper time and both the low reservoir and empty reservoir alarms were sounding. The patient was being treated with oral baclofen. Additional information has been requested, but was not available on the date of this report.